Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached elective replacement indicator (eri). It was reported that the device was not set to high outputs and only delivered 2 shocks. A guidant technical services (ts) consultant did a longevity calculation and discussed that it does appear that the device was depleting earlier than expected. An analysis report was requested. No adverse patient symptoms were reported.